Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that in (B)(6) 2017, this device noted an estimated longevity of 2 years. The patient recently presented to the emergency department in bradycardia. The physiologist was unable to interrogate the device and magnet application did not cause pacing. As a result, a replacement procedure was scheduled. This device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. An interrogation was attempted at body temperature; however, the device did not have telemetry or a pacing output. The device case was removed and internal visual inspected revealed no anomalies. An external power supply was connected to the device and normal device operation was confirmed. As a result, the exact cause of the sudden depletion could not be determined.